Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Large hole melted in the base of the handle - oral-b [device physical property issue] . Case narrative: a parent reported via chatbot that they noticed a large hole melted in the base of their 6-year-old daughter's oral-b toothbrush, type 3709. No injury was reported.